Event description:
It was reported that during a duodenal switch, the device would not open. The instrument remained locked on the tissue. The surgeon managed to remove the instrument with no consequence to the patient.

Manufacturer narrative:
Date sent: 12/04/2007. Information anticipated, but unavailable at this time.